Event description:
It was reported the device has a cracked front screen. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the lcd (liquid crystal display) lens is cracked. Analysis also found the device failed incoming functional tests. Device retested and passed. The device is intermittent; cause unknown. (B)(4).